Manufacturer narrative:
Event date is approximate. Information references the main component of the system and other applicable components are: product ID 3889-28, lot# j0504268v, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient¿s previous implant and lead were replaced. The patient¿s implant pocket had been protruding for quite some time and stated it was uncomfortable when they would sit in a chair because it would hit in a certain place. The patient¿s healthcare provider told them it was because the older implant was heavier and larger and the skin was naturally sagging more as the patient aged. The healthcare provider made the implant pocket so it didn¿t sag and protrude as much when the implant as replaced with the lead. The patient stated the lead was replaced because it broke off and was electrifying them. The patient experienced a lot of discomfort and started getting shocked. The healthcare provider tried to get the lead out without ¿the particles exploding¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported the cause of the lead breaking was due to frayed. Patient stated that currently, their lead was in tact and the lead was in working condition and that the device is providing them the amount of stimulation that was beneficial for them. No further complications were reported. [Refer to pe# (B)(4) for details pertaining to pp battery use]